Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they had a dc extension cable that did not work. The defect was noticed during the pre-cautery test. The device will not be returned, as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).